Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while impacting the femoral component the attune femoral impactor head was broken. All pieces were collected and returned.

Manufacturer narrative:
Additional narrative: procedure total knee joint replacement the spring clip on the impactor handle broke off while the handle was being used to impact the femoral implant. Immediately replaced with the second handle in the set. Impactor head not damaged. No ae to patient. No delay to procedure. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.